Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with unresponsive buttons due to corroded keypad traces.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose was unknown. The customer stated the keypad was unresponsive. The customer could not recall any significant events leading to the keypad issues. The insulin pump will be returned for analysis.